Event description:
It was reported that a malfunction alarm occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided instructions for resetting the pump, and confirmed that the malfunction did not recur after the reset. Customer was advised to continue using the pump and to report any future issues.